Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and determined the power supply of the advia centaur xp system to be the cause of the smoke. The cse replaced the faulty power supply with a new one to resolve the issue. The cse ran daily cleaning procedures and quality controls. The components in the power supply are flammability rated, meaning they will not catch fire when they fail; therefore there is no risk of fire. This instrument is performing according to specifications and no further evaluation of this device is required.

Event description:
The operator of the advia centaur xp analyzer smelled smoke and then observed smoke emitted from the back of the advia centaur xp analyzer. The customer unplugged the instrument. There were no flames. Patient samples were not affected. There are no reports of patient intervention or adverse health consequences due to the smoke being emitted from the back of the advia centaur xp analyzer.